Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned evos fixed handle confirms the tip of the device is broken off. The broken piece was not returned with the device. This instrument was manufactured in 2019. This device shows significant signs of wear/ usage. A medical investigation was conducted and confirms per complaint details, all of the broken pieces were recovered from inside of the patient. According to the report, the procedure completed with a backup device and there was no delay reported. In addition, the surgeon is satisfied with the surgical outcome and patient is doing fine. Therefore, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Updated d4: lot number.

Event description:
It was reported that during the procedure, the tip of the screwdriver broke off inside the patient. The procedure was completed without delay and the surgery was finished with a backup from smith&nephew. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Updated b5: description of problem.

Event description:
It was reported that during the procedure, the tip of the screwdriver broke off inside the patient. All pieces were recovered. The procedure was completed without delay and the surgery was finished with a backup from smith&nephew. The health of the patient is fine. Although, the surgeon blames the device, the surgeon was satisfied with the surgical outcome.